Manufacturer narrative:
System analysis/service repair: the reported calibration issue was confirmed and found to be the result of a disconnected main detector cable. The cable was reconnected, calibration performed and water replaced. The system was tested and verified to specification.

Event description:
It was reported that with an anesthetized patient and preparing to begin a laser lithotripsy procedure, the system would not pass the calibration test fire. The procedure could not be performed as planned and was rescheduled. There was no patient injury reported